Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported powerpicc solo used to administer CT contrast @2-5mls/sec. New powerinjector (bracco engineering) implemented one year ago. Manual flush given at low flow rate by powerinjector with no problems. When CT contrast -omnipaque 350 commenced bracco powerinjector stops with high pressure occlusion alarm and contrast not able to be administered. Patients require additional vascular access device to be placed to administer CT contrast. The occlusion alarm does not occur with other non valved bd vads - powerglide pro, nexiva and nexiva diffusics or with braun introcan 3 (long). Placement of additional vascular access devices to administer CT contrast routinely.